Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d354trg, implantable cardioverter defibrillator, (B)(6) 2011; 1258t, competitor implantable tachy lead, (B)(6) 2012; unknown competitor implantable pacing lead, (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was undefined, save to disk shows out of range/infinite rv and svc defibrillation impedances starting the week ending (B)(4) 2013. Pace impedances are within normal range. There was continued high impedance, out of range, measuring >250 ohms in weeks since (B)(4) 2013. There was baseline defibrillation impedance of 30-50 ohms and svc defibrillation impedance measured 140 ohms on (B)(4) 2013. There was a patient alert for high impedance; however, right ventricular (rv) tip and rv ring to coil vectors are okay. Weekly trend shows open rv tip to rv coil impedance measurements (4074 ohms) in weeks since (B)(4) 2013. Rv ring to rv coil is high (>1000 ohms) during same period. The full lead was returned and analyzed. Analysis found that the inner insulation of the lead was extrinsically breached due to a cut. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, the rv (right ventricular) defibrillation coil became extrinsically fractured due to a cut and there was blood on the distal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut and the overlay tubing of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. Due to the amount of blood ingress observed throughout the lead, it is likely that one of the outer/inner insulation breaches occurred during the initial implant. It is likely that the rv extrinsic fracture/cut occurred during the explant. Large amounts of blood were not observed at the location of the fracture/ insulation breach combination. All electrical testing regarding the svc conductor was within specification. A silicone adhesive "patch" was observed on the outer insulation at 45.5 cm.

Event description:
It was reported that the patient presented after hearing an alert and upon device interrogation there was a noted spike on the superior vena cave (svc) and right ventricular (rv) lead impedance. It was also reported that the svc coil was fractured. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.